Event description:
Boston scientific received information via latitude remote monitoring that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead were exhibiting high pacing impedances greater than 2,000 ohms. All other lead diagnostics were within normal. Range. There was no noise present on rate/sense or shock channel. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated that the patient was brought in for a revision procedure and normal pacing impedance measurements were observed. The out of range value was unable to be reproduced. A boston scientific technical services consultant discussed the historical lead measurements and explained that this lead is nearly 11 years old. They also discussed to consider an x-ray. The physician stated that there was possibly an area on the clavicle that was suspicious, but no break. There had been no stored events with noise or inappropriate therapy. The pocket was opened and upon removal of the lead from the device header there was a section of frayed insulation and a conductor fracture on the r/s portion near the device header. The rate/sense (r/s) portion of the rv lead was surgically abandoned and a new r/s lead was implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicates the high impedance measurements continue to sporadically exceed 2,000 ohms. The patient was brought into the clinic and the pacing lead impedances had decreased again to approximately 500 ohms. Pocket manipulations and isometrics were again performed and indicated no noise was present and there were no changes in impedance measurements. Intrinsic r-waves were measuring 25 mv and the shock lead impedance was 68 ohms. Pacing threshold measurement remain stable. The issue planned to be discussed with the physician. At this time there is no evidence that intervention to resolve this issue has been performed. The lead impedance continues to sporadically exceed 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated the patient presented to the clinic for further evaluation. Pocket manipulations were performed and the impedance measurements remained stable. The physician has no plans for additional intervention at this time and has elected to continue monitoring the patient. There was also a lag time reported in receiving the latitude alert due to the patient unplugging their latitude communicator due to a concern of electricity usage. The patient planned to leave the communicator plugged in. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.